Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as ¿the solution leaked on the table and the fluid in the patient line was no longer to the top¿. This occurred during set-up of peritoneal dialysis therapy. There was no damage noted on the patient line. Renal therapy services (rts) had the patient start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.